Manufacturer narrative:
Reference: (B)(4). Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that approximately two weeks following a varus derotation osteotomy, the patient underwent a revision due to plate fracture. No additional patient consequences were reported.